Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: additional unknown pump resets were noted on (B)(6) 2023. A direct correlation between on heartmate 3 left ventricular assist system (lvas) and the patient¿s cardiac arrest and subsequent condition (minimally responsive and diaphoretic) could not be conclusively established through this evaluation. The controller event log files contained events from (B)(6) 2023 and captured a pump stop due to a driveline disconnect, consistent with a controller exchange (refer to the system controller investigation MFR #2916596-2023-06469). The left ventricular assist device (lvad) event log file contained events from (B)(6) 2023 through (B)(6) 2023. A software reset event was captured on (B)(6) 2023 which was consistent with the events captured in the controller event files. Two additional software resets were captured on (B)(6) 2023. The first occurred between 07:49:22 and 09:15:43, during which time, there was a brief reset of the clock to the default timestamp of (B)(6) 2000. The second occurred at 09:41:16. A specific cause for these resets could not be determined as there is no corresponding controller event log file data available. Following the last reset, the pump resumed operation without issue. No other notable events were captured. The pump appeared to function as intended at the set speed while the driveline was connected. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding additional events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found minimally responsive and was taken to the emergency department (ed). Upon arrival to the ed the patient was noted to be diaphoretic with many low voltage alarms noticed on interrogation. The event log displayed multiple strings of low_power_advisory alarms while tethered on batteries; including power_cable_disconnect / low_power_hazard alarms on (B)(6) 2023 at 10:40 am while tethered on batteries. It was later communicated that the controller history showed the driveline being connected at the time of the arrest. The event log captured that the controller was powered with batteries at (B)(6) 2023 at 09:27 am with zeroes for the speed, flow, pi , and power. It also showed a fixed speed of 3000 rpm. The driveline was connected briefly at 09:36 am for several seconds showing a motor speed of 4700 rpm with minimal pump power and minimal flow of 0.2 lpm then the driveline was disconnected. The data capture on the original controller started at 10:13 am which was after the controller would have been potentially exchanged. The pump was off for an unknown amount of time and the reason for exchanging the controllers was not known. It was reported that the patient was baseline, stable, and normal. Related MFR: 2916596-2023-06259. Related MFR: 2916596-2023-06469.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.